Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient experienced a red, bumpy and itchy reaction around the sensor insertion site, where the adhesive barrier (skin tac) was not applied. The affected area was treated with over-the-counter antibiotic cream. On (B)(6) 2015, the patient's mother emailed the doctor concerning the patient's reaction and was recommended flonase to be topically applied before sensor insertion. No additional event information was reported. At the time of contact, the patient was in good condition.